Manufacturer narrative:
The returned customer meter and two vials of strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.5 inr and 2.5 inr. Donor hct: 45% and 54%. Testing results: vial #00400709. Donor #1: master lot / customer strip and customer meter. 2.5 inr/ 2.4 inr. Donor #2: master lot / customer strip and customer meter. 2.5 inr/ 2.5 inr. Vial #00401027. Donor #1: master lot / customer strip and customer meter. 2.5 inr/ 2.2 inr. Donor #2: master lot / customer strip and customer meter. 2.5 inr/ 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields device available for evaluation and device evaluated by MFR were updated.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4). The result from the meter at 10:15 am was 4.2 inr. The result from the laboratory using dade innovin reagent at 11:13 am was 5.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-4.0 inr. The patient's hematocrit was 31%. The patient had no antiphospholipid antibodies, no heparin therapy, and no direct thrombin inhibitors. The patient had no new medications, no changes to diet, and no recent illnesses. The patient had no symptoms of bleeding or bruising. The suspect meter and test strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 216749-15) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.